Event description:
During initial implant, the guidewire was unable to be inserted through the left ventricular lead. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The guidewire was inserted through the proximal end of the lead all the way through with no restrictions noted. The reported event of guidewire insertion failure was not confirmed.